Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. The recipient is presenting with redness and puss. A culture was taken and the recipient was prescribed antibiotics (type unknown). The recipient was advised to cease device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection and pain reportedly resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly had a staphylococcus infection at the magnet site. The recipient is reportedly experiencing pain at the magnet site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.